Event description:
The patient reported that the down arrow keypad button was intermittently responsive the last few days. He stated that the down arrow button required several presses in order to get a response. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4).: there was no visible damage to the keypad. The down arrow button found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.